Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All available information was investigated and a definitive cause for the reported mitral valve injury (tissue damage) could not be determined in this incident. The reported patient effects of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, information confirming the first clip remained stable on both leaflets. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure to treat a mitral regurgitation (mr) with mr grade of 4. One clip was implanted reducing the mr. After the clip was deployed, the mr increased to 3. It was determined that a perforation occurred on the posterior leaflet. An additional clip was implanted to treat the tissue damage and mr. Two clips were implanted, reducing mr to 1. No additional information was provided.